Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 8:30 am, the reporter checked on the patient and observed that she was experiencing a seizure, which occurred the day after the sensor had been placed on her arm. At the time of the event, the cgm displayed an estimated glucose value (egv) of 187 mg/dl. However, when the reporter performed a fingerstick blood glucose test, the patient¿s actual value was 52 mg/dl. The reporter immediately administered fruit juice. A repeat fingerstick reading was obtained approximately five minutes later, showing that the patient¿s blood glucose had increased to around 100 mg/dl. The reporter noted that the patient recovered promptly following treatment and did not lose consciousness during the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.